Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that water leaked from the feedset tube of three mr290v vented autofeed humidification chambers. This was observed before patient use.

Manufacturer narrative:
(B)(4). The complaint devices were not returned to fisher & paykel healthcare in (B)(4). Despite multiple requests for the return of the three mr290 chambers and a visit by a fph sales representative, the hospital discarded the devices. Therefore, our investigation is based on the information provided by the hospital and our knowledge of the product. The hospital reported that water leaked from the feedset tube of three mr290v vented autofeed humidification chambers when the water bag was first connected. Without the return of the complaint device we are unable to determine what may have caused the problem experienced by the customer. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube in any of our testing. The specification for the chamber requires (B)(4). During production, pull testing of the feedset strength at both spike and dome end is performed (B)(4) on mr290 chambers from each production line. If any product fails this test, the whole batch is placed on hold for investigation. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Device not returned to manufacturer.